Manufacturer narrative:
(B)(4). Per the customer, the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. The reported condition could not be confirmed and a cause could not be determined. A follow-up report will be filed if any additional information becomes available.

Event description:
The customer reported to baxter japan that they noticed that the tip protector was separated from the spike of a transfer set before the pouch was opened. There was no patient involvement. Therefore, no patient injury or medical intervention is associated with this event.